Event description:
The device was blocked and stopped working, after implantation. (B)(6) 2015 per affiliate: please find the below product details as confirmed by our sales rep: (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the (B)(4) catheters were not returned for investigation. The position of the cam when valve was received was (B)(4). The valve was visually inspected; a tie was found round the valve. The valve was irrigated with purified water; no occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted. The valve was reflux tested, and passed the test. The valve was tested for programming and failed the test. During the programming process the cam mechanism did not move. The valve was pressure tested at (B)(4), the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: fibers were noted around the valve mechanism. Biological debris was found on the spring, on the cam mechanism, and on the base plate. A review of the history device records confirmed the valve, product code 82-3184 with lot number cmnbjb, conformed to the specifications when released to stock on the (B)(6) 2011. A review of the history device records confirmed the catheters, product code 82-3072, with lot number cmmcy3, conformed to the specifications when released to stock on the (B)(6) 2011. Based on the results of the investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.